Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿the patient¿s dog had staphylococcus¿ (no further detail was provided). Environment sources of infection are considered out of the patient's control and does not classify as a use error. On unreported dates, the patient was hospitalized for the event, the patient began treatment for the peritonitis with injection vancomycin (dose, frequency and route of administration was not reported) and dianeal therapy was discontinued (not further specified). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.